Event description:
It was reported that the patient's doctors alleged that the infusion device was delivering an inaccurate amount of insulin. They patient unresponsive and was hospitalized with diabetic ketoacidosis. She was treated with insulin and kept in the hospital for two days. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.